Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
There was an rv lead revision done due to dislodgement. This lead was successfully repositioned and remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.